Manufacturer narrative:
A field service engineer (fse) went on site but was unable to reproduce the reported problem. The system was tested and verified as ready for use. It was noted that the smoke evacuation line out was not utilized correctly. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient developed hypoxia. An emergency undock was performed until the patients o2 levels were stable. Once the patient was stable, the system was redocked and the surgeon resumed the procedure. It was noted that for this procedure, due to insufflator issues and anesthesia concerns raised, the customer opted to use airseal instead of the insufflator. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.